Event description:
The user facility reported that the angio-seal anchor did not catch the anterior artery wall and the system pulled out completely without closing. Manual pressure was held to complete the case. The patient was stable, and the case was completed normally. Additional information was received on (B)(6) 2022: the procedure performed was a leg angio using a 6fr procedural sheath.

Manufacturer narrative:
Date of birth - requested, not provided, weight: requested, not provided, ethnicity - requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted, occupation: cst. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced .

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated, and the carrier tube was returned in the fully rear-locked position. The anchor, collagen, and suture were found to have been deployed. A deformation was identified on one of the connecting latches. No other visual anomalies were found. The complaint can be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.